Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent revision surgery due to a broken femoral trochanter at the area of the locking screw. Originally, the patient was implanted with femoral neck system (fns) on (B)(6) 2018. During revision, the surgeon could not removed the locking screw. Thus, the surgeon extracted an anti-rotation screw first, then removed the bolt and the plate while the locking screw was attached to the plate. Then, an unknown nail was implanted. It was unknown if there was surgical delay. Procedure outcome is unknown. Patient status was reported as stable. Concomitant devices reported: bolt (part# 04.168.295s, lot# unknown, quantity 1); plate (part# 04.168.000s, lot# unknown, quantity 1); and an antirotation screw (part# 04.168.495s, lot# unknown, quantity 1). This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 40mm-sterile this is report 1 of 1 for (B)(4). This complaint captures an intra-operative event during revision surgery while (B)(4) captures the post-op event.